Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at the customer site, the event log was reviewed and the data recorded multiple mid09 (air trap assembly), confirming the reported event. The console was received with noted physical damages. The thermogard console is a reusable device and was manufactured on 01 jun 2011. It has exceeded its expected serviceable life of five years and is approaching 7 years old. The console was evaluated and upon disassembly, found a damaged airtrap sensor block which caused a mid09 error message. The issue was resolved after replacement of the airtrap sensor block. The console was functionally tested and passed all final testing criteria without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During patient use, the thermogard console (sn (B)(4)) displayed a mid09 (air trap assembly) error message. Upon inspection, no leak on the floor or on the patient's bedside, and no visible signs of leak on the start-up kit (suk) was observed. The suk and the catheter was not exchanged. Another thermogard console was used to continue and complete the ivtm treatment. No known impact or patient consequence was reported.